Event description:
Additional information was received indicating that there were episodes of oversensing due to the lead noise that resulting in mode switching. No further intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.